Event description:
The account alleged that they have several beds that have failed testing of the bed exit. The account alleges the bed exit sensor strips may have contributed to pts getting out of bed without the nurses knowledge, possibly resulting in pt falls.

Manufacturer narrative:
Hill-rom is working with the account to investigate the allegations of the pt falls and will submit reports for all findings as needed. No further info is available on the repair of the bed at this time. Per the advanta service manual: ensure the pt position module system works properly in all modes and it places the appropriate calls when activated. Replace worn or defective sensors if needed.